Event description:
It was reported that an adverse event occurred. It was reported that the patient was rushed to the hospital due to ¿his blood glucose levels¿. No information was reported regarding symptoms, and treatment. At the time of the report, it was stated that the patient would have experienced inaccurate readings, issues with calibration, and a sensor failure. It was not reported at what time during the event these occurred, and how they would have contributed to the event. Follow up attempts for additional information was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.